Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had a sealing issue and the device seemed to be providing a less hemostatic seal than usual as evidence by some occasional oozing. There was no patient injury.